Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that quality control (qc) was within range on the day the event occurred. The customer had replaced the reagent flex cartridge prior to repeating the patient samples. The ccc specialist stated that the customer ran precision on qc and the results were within specifications. The ccc specialist also advised the customer that segments should not be moved during processing. The cause of the discordant, falsely low tsh results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low thyroid stimulating hormone (tsh) results were obtained on patient samples on a dimension exl with lm instrument. One discordant result (sample (B)(6)) was reported to the physician(s), who questioned it. Sample (B)(6) was repeated on an alternate dimension instrument, resulting higher and as expected. The corrected result was reported to the physician(s). The discordant results for the other samples were not reported to the physician(s). The remaining samples were repeated on the same instrument, resulting higher. The repeated results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low tsh results.